Event description:
Customer reports that some of the inform meter's internal contacts are blackened and there is a small amount of melting on the surrounding plastic. No adverse event reported. A request was made for the return of the suspect product and replacement product was sent.